Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after receiving the pump, the pump was connected to a power source however, remained off. There was no impact to the customer's blood glucose level, as the pump was not being used on the patient at the time of the event. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.